Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced rapid weight loss of over 100 pounds and the device shifted in loose tissue and caused discomfort. A device revision had been scheduled for (B)(6) 2025. There were no additional patient complications.